Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the malposition and subsequent embolization was thought to have occurred due to the contact the delivery system balloon made with the patient¿s pre-existing mechanical mitral valve which had been previously sewn in the aortic annulus and was sitting in the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that during the transfemoral tavr procedure, the 26mm sapien 3 valve was positioned 60:40 aortic/ventricular and deployed 100:0 a/v. The valve remained fixed for approximately 1 hour and the patient remained in stable condition. Before a decision could be made on the course of treatment the valve embolized into the aorta. The physician intervened and was able to fix the s3 valve in the aortic arch. The post deployment angiogram confirmed no vessels were blocked. The patient remained in stable condition. The patient was taken back to the operating room for open heart surgery. The s3 valve was explanted and a magna ease surgical valve was implanted. The patient was discharged after 5 days and 2 weeks out is doing great. The malposition was attributed to the contact the delivery system balloon made with the patient's pre-existing mechanical mitral valve, which had been previously sewn into the aortic annulus and was sitting in the lvot. The aortic annulus measured 20.6mmx27.5mmx454mm square. The patient had moderate native annular calcification, mild leaflet calcification and moderate root calcification. The image intensifier angle and coaxial alignment of the delivery system and valve were described as fair, ventilation was held and there was no loss of pacing capture during valve deployment.